Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 8021545-2025-02752. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 which led to high blood glucose level of 300 mg/dl. The patient faced this issue with 4 infusion sets. The patient got treated with insulin via pump. The blockage was in the tubing. The patient replaced supplies as necessary and resume insulin therapy. No further information available.